Manufacturer narrative:
One pulse field ablation (pfa) generator sn (B)(6) was received for evaluation. Analysis indicated that the pinnacle main controller unit (mcu) was supplying 5 v to the video cable, however the video splitter led was not illuminated. During troubleshooting, a smell of smoke was detected. The source was traced to the therapy control unit (tcu) board, where capacitor u55 was observed to be damaged. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
This report is to advise of thermal decomposition that was noted during analysis. During a pfa procedure, when connecting the two touchscreens and adding the boom monitor via an hdmi cable, it was noted that the screens remained black. Typically, after connecting the hdmi cable, the touchscreens would go black for a second before properly booting up. On the ensite x gui, it was seen that the current pfa generator was still connected but, despite multiple reboots with different cable configurations, no images were able to populate on the generator after the initial error. Since the generator screen would not turn on, the case was continued with a tactiflex catheter. The procedure was completed with no adverse consequences to the patient.